Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. Two days post novasure, the patient presented to the emergency room (ER) with "abdominal pain an da fever". The patient was admitted into the intensive care unit (ICU) and found to have an infection. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis fo the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complaint. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc#(B)(4).